Event description:
Technician found the bed in the shop with a 'broken' sign. He found the ground loss light on. He checked the power cord and found no visable damage to cord or cord plug, but replaced power cord to resolve the issue.